Event description:
The customer reported that their device would not recognize a connection of a defibrillation therapy cable assembly. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.